Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that coronary bypass was performed as the coronary sinuses were sequestered, and the coronary arteries were left without flow.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilatation was performed using a 20 millimeter (mm) balloon. Per the physician, the cause of death was coronary occlusion. It was noted that the patient had multiple comorbidities.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0011640790); product type: 0195-heart valves; product ID: d-evprop23-29 (lot: 0011649449); product type: 0195-heart valves; product ID: evproplus-26 (j120653); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the left femoral artery was used for access. A non-medtronic guidewire (safari) was used with an 18 french(fr) introducer sheath. The patient was rapid paced and the valve was implanted. Immediately after release, the valve dislodged out of the aortic root and needed to be snared. The valve was snared into the ascending aorta in order to implant a second valve. The second valve was advanced and placed in the appropriate position, however, occlusion of the sinus of valsalva (sov) was observed on thoracic aortogram and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated, a ventricular assistance device with pump was used and revascularization was performed. The patient was converted to open surgery, medication was administered (heparin) and cardiac massage was performed. Coronary artery bypass was performed to the anterior descending artery. The patient remained asystole after pacing, inotropic and vasoactive support medications. Subsequently the patient died. The cause of death not reported.

Event description:
Additional information was received that the cause of the coronary occlusion was displaced leaflets of the dislodged valve, which prevented blood flow.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided from (B)(6) 2024 was reviewed. The image quality was sub-optimal due to significant slice misregistration (consider measurements estimates). The annulus perimeter and perimeter derived diameter in systolic cardiac phase was 73.4 mm/23.4 mm suggesting a size 29 mm evolut valve, per the instructions for use (IFU) sizing matrix. The annulus perimeter and perimeter derived diameter in diastolic cardiac phase is 67.5 mm/21.5 mm which was in range for a size 26 mm evolut valve, which was reportedly the valve size used. The left ventricular outflow tract (lvot) perimeter and perimeter derived diameter was 72.2 mm/23.0 mm. Protruding calcium was seen in the non-coronary cusp (ncc) extending into the lvot. Low take-off of the left coronary artery. Calcium was seen in proximal right coronary artery. The annular angulation was 39°. Intra procedural fluoroscopic images were provided for review. A coronary angiogram of the left coronary artery (lca) was performed prior to the valve implant, confirming brisk coronary flow. There was evidence of coronary protection of the left coronary artery identified by a possible percutaneous coronary intervention guidewire in the coronary artery. Fluoroscopic valve load inspection was performed and confirmed a successful load. A pre-balloon aortic valvuloplasty (bav) was performed prior to the valve implant, confirmed with the provided images. The valve depth assessment just prior to the point of no recapture was not captured on the images, thus it is not possible to validate adequate depth prior to valve release. An angiogram performed after the valve released confirmed that the valve dislodged to the level of the sinuses of valsalva (sov) causing significant aortic regurgitation; however, cause of the dislodgement is undetermined based off of the provided images. There was no fluoroscopic evidence that a snare was used to move the dislodged valve before the second evolut valve was implanted. With the final angiogram provided, it showed absence of coronary perfusion. It was reported that the patient was converted to surgery for a coronary artery bypass but subsequently died. As listed in the IFU, the safety and effectiveness of the evolut pro+ bioprosthesis implanted within a failed pre-existing transcatheter bioprosthesis have not been demonstrated. Furthermore, death; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization; coronary occlusion, myocardial infarction, and death are listed as potential adverse events in the evolut pro+ IFU. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.